Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. The pump was visually inspected, leak and functionally tested. No anomalies were found with the pump. The pump passed all the tests. The cuff was visually inspected, and leak tested. No anomalies were found with the cuff. The balloon was visually inspected, and leak tested. The balloon passed all the tests. Based on the information available and analysis results, the reported clinical observation of deflation issues could not be confirmed.

Event description:
It was reported that this artificial urinary sphincter (aus) was not working properly due to deflation issues. The pump did not function as intended. It was noticed that there was air present in the system. The aus was explanted and replaced. No patient complications were reported.

Event description:
It was reported that this artificial urinary sphincter (aus) was not working properly due to deflation issues. The pump did not function as intended. It was noticed that there was air present in the system. The aus was explanted and replaced. No patient complications were reported.